Manufacturer narrative:
(B)(4). Evaluation summary: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease.

Event description:
The following event was reported in the presentation of the abstract of "the 44th annual meeting of japanese society for vascular surgery" 2016 vol.44, page p19-9. "A case of an acute artery occlusion of lower extremity associated with angio-seal vascular closure device which required surgical treatment following a carotid artery stenting (cas)": the patient was nine months status post stent placement in the right iliac artery. On an unknown date, the patient underwent a carotid artery stenting (cas) for the treatment of right internal carotid artery stenosis. An angio-seal vascular closure device was reportedly deployed, following the cas under activated clotting time (act) of 280 seconds, in the right common femoral arteriotomy (rt-cfa), following use of an 8f cas procedural sheath. Hemostasis was achieved with the angio-seal device. Postoperatively, a swelling was observed at the right groin after the patient returned to a general ward. The pressure immobilization method was applied. Subsequently, cyanosis in the lower extremity and pain at rest were confirmed, and the pressure immobilization method was discontinued. An angiogram revealed a vessel occlusion between external iliac artery (eia) and common femoral artery (cfa) on the right side. The patient was urgently transferred to a different hospital for vascular repair. Surgical intervention was performed. Upon incision, there was no thrombus observed in the artery but its arterial lumen was narrowing. The suture of the device was found to be migrating toward the central side of the artery. Due to an atheroma and intimal thickening, the intravascular lumen was narrow around the peripheral portion of the right eia. Furthermore, the anchor and collagen were found to obstruct the blood flow in a narrowing site of the right eia. The thickened intima was removed and the incision sites of the artery were closed with a patch. Blood flow restoration was confirmed and the surgery was completed. The patient was doing well seven days post-operation, and was transferred back to the original hospital. It was reported that since the anchor of the device was deployed in the stenotic area of the right eia, it was unable to be properly placed against the vessel wall and became stuck within the vessel. Then the collagen sponge migrated and deposited into the right eia which led to further narrowing of the vessel.